Manufacturer narrative:
This report is submitted on november 22, 2021.

Event description:
It was reported that the patient's battery has melted. A new replacement battery was sent to the patient. No serious injury was reported.